Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device exhibited backup vvi operation. The device was explanted and replaced. The patient was in a stable condition.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to an unexpected error detected by product code. The device in eol due to normal battery depletion.